Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were repeatedly getting calibration error 82 (water check time out -other condition, expected value was 0 and actual value was 0) on the arctic sun device. They were doing calibration and keeps receiving error 82 (water check time out -other condition). Per follow up information received via email on (B)(6)2022 , biomed was still receiving calibration error 82 (water check time out -other condition, expected value was 0 and actual valve was 0), but the device was passing functional verification test. The device needed to come in for assessment and was sent to biomed and would determine if device would be sent in. There was no patient involvement as the error was found during calibration. Per sample evaluation results received on (B)(6)2022 , the root cause of the calibration error was determined to be caused by a heater failure. Three of the four heater elements were found to be open and not heating. The device would not properly heat in the time specified by the calibration parameters. Heater was replaced. The double bend tube was expanded found during repair.

Event description:
It was reported that they were repeatedly getting calibration error 82 (water check time out -other condition, expected value was 0 and actual value was 0) on the arctic sun device. They were doing calibration and keeps receiving error 82 (water check time out -other condition). Per follow up information received via email on 13-sep-2022, biomed was still receiving calibration error 82 (water check time out -other condition, expected value was 0 and actual valve was 0), but the device was passing functional verification test. The device needed to come in for assessment and was sent to biomed and would determine if device would be sent in. There was no patient involvement as the error was found during calibration. Per sample evaluation results received on 27-oct-2022, the root cause of the calibration error was determined to be caused by a heater failure. Three of the four heater elements were found to be open and not heating. The device would not properly heat in the time specified by the calibration parameters. Heater was replaced. The double bend tube was expanded found during repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.